Manufacturer narrative:
Due to character limit e1 full event site name- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on the patient cs300 intra aortic balloon pump(iabp) has a leak in iab circuit alarm. There was no harm reported.

Manufacturer narrative:
Updated fields- b4, g1(contact person-mfg site), g3, g6, h2, h3, h6 codes (investigation types, conclusion, findings, components), h11. A getinge field service engineer (fse) evaluated the unit and replaced the main batteries. Unit passed all performed calibrations, functional and safety tests. Unit was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Corrected fields- b5, h6 codes(problem, patient effect, impact). Updated fields- b4, g3, g6, h2, h11.

Event description:
It was reported that cs300 intra aortic balloon pump(iabp) batteries didn't last.